Manufacturer narrative:
The investigation was completed on 15-dec-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31148197l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade treated with a pericardiocentesis, surgical intervention and extended hospitalization. About halfway thru the procedure, they noticed high force readings on the carto 3 system which caused them to check for any issues using the ultrasound catheter. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Additional information was received. Transseptal puncture performed with baylis versacross fixed sheath and ablation performed. The event occurred during the ablation phase. No evidence of steam pop. Correct settings utilized on devices and no error messages on equipment during the procedure. The patient required extended hospitalization. The patient was admitted to the intensive care unit (ICU) and stayed for a couple of nights with a drain in chest. The patient has fully recovered.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).